Event description:
It was reported that the patient received a shock during vt. Low impedance was observed at the time. The lead was capped.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.